Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. One used 6f angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. A kinked locator was returned as well. Visual inspection revealed that there was a kink noted at the blood inlet holes of the locator. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. No tamper tube, anchor and collagen were returned. Microscopy analysis revealed that the distal end of the suture appeared to be cut below the clear compaction marker. The overall device condition is consistent with full deployment. The sheath was examined and no signs of damage or deformation were noted. No other visual anomalies were noted. For dimensional testing, the outer diameter of the locator was measured to be 0.090'' which was within the specification of 0.090'' +0.000''/- 0.002''. The outer diameter of the sheath was measured to be 0.115'' which was within the specification of 0.114" +/-0.005". All measurements were found to be within the manufacturing specifications. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal locator/insertion sheath assembly was attempted to be inserted into the puncture site, high resistance was applied to the assembly and the assembly could not be inserted up to the point where backflow was supposed to be observed. Several attempts were made, but high resistance was still felt. The device was therefore withdrawn and successfully removed. Manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. Estimated blood loss was less 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 8 mm. There were no other devices or equipment used with the reported product.